Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the charger was not properly charging the patient's batteries. The patient received a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4)has been completed. The reported problem (does not properly charger batteries) has been confirmed. As received, the charger would not charge a battery pack. Upon eval, the connector pins were not seated and there was liquid contamination within the connector. The cause of the inability to charge is disconnected connector pins and the contamination. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective charger. The patient received a replacement battery charger.